Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus the distal cover fell off into the patient during a therapeutic ercp. The customer reported the distal cover was not located. The patient was not admitted to the hospital. It is unknown if the procedure was completed or if there was a surgical delay. The customer reported no patient harm. This event includes two reports: (B)(6): maj-2315, unknown lot. (B)(6): tjf-q190v, unknown serial. This is report 1 of 2 for (B)(6): maj-2315, unknown lot.

Manufacturer narrative:
This supplemental report is being submitted to provide the importer report number. This report has been submitted by the importer under this MDR report number 2429304 - 2022 - 00109.

Manufacturer narrative:
This report is being supplemented to provide a correction to the legal manufacturer's final investigation and h6. H6: correction to medical device problem code. A reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual using the sample held at the hinode plant, but it was confirmed that the indicated event was not reproduced. (Lot of the maj-2315 used for reproduction confirmation: h1412). Quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. The parts supplier conducts sampling inspections of 3 parts for each production lot, and confirms that the parts conform to the specifications. Based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product has not been returned, so the cause could not be determined. As part of the formal investigation, the possible causes of the distal cover falling off based on the above investigation results: -the distal cover might have been slightly crushed before attaching to the scope. The crushed distal cover is unable to withstand friction during attachment as well as physical contact with tissue during use. Twisting and pushing the scope in the body cavity may increase friction, which could result in damage to the proximal end. As a result, the distal cover has broken and fell off the scope. -the cover cannot be removed by just touching it lightly after mounting it on the scope, but it is possible that the cover was not pushed in firmly and the mounting was insufficient. Therefore, it is possible that the cover gradually came off due to friction with the inside of the body cavity.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus tried to replicate the reported failure using a distal cover (lot. H1412), and confirmed that the distal cover will never come off when it has no damage and it is correctly attached to the scope. Based on the results of the investigation, and since the actual product has not been returned, a definitive root cause cannot be identified. However, possible causes of the distal cover falling off are as follows: the distal cover might have been slightly crushed before attaching to the scope. The crushed distal cover is unable to withstand friction during attachment as well as physical contact with tissue during use. Twisting and pushing the scope in the body cavity may increase friction, which could result in damage to the proximal end. As a result, the distal cover has broken and fell off the scope. The cover cannot be removed by just touching it lightly after mounting it on the scope, but it is possible that the cover was not pushed in firmly and the mounting was insufficient. Therefore, it is possible that the cover gradually came off due to friction with the inside of the body cavity. As described in the instruction for use, 7.3 attaching the distal cover, make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. An interview was conducted by olympus with the facility as part of the root cause investigation per CAPA-200735. It was reported that the facility currently uses the new design of the distal cover (maj-2315). To prevent the detachment of the distal cover from recurring, the following information was confirmed during the interview: the facility reconfirmed the correct operation method by contacting olympus or another expert within your facility. The facility educates or continuously educates its personnel about handling methods. The facility inspects the distal cover prior to attachment (check for damage before and after installation, make sure the distal cover is securely on the endoscope after installation, etc.) The facility uses care when attaching the distal cover, so that it does not crack. The facility implements/reinforces practice of post-cap installation inspection including gentle tug, and slight rotation to ensure that the cap is firmly and securely installed to the scope without movement and aligned properly without gaps between the cap and scope. During the interview, the facility did not carefully review and follow the instructions for use (IFU). However, it was confirmed that the IFU was reviewed with the staff during in-service training during introduction of the new distal cover (maj-2315) design, and during initial new scope in-service training. It was confirmed by the facility that there has been no change in the storage method of the distal covers since experiencing the detachment issue. The distal covers remain in a sterilization pack during storage. The specific distal cover storage details are as follows: the facility keeps excess stock distal covers in the original product carton, until they stock them into individual storage cartons in each room. Each procedure room has distal covers stocked in their consumable product cabinets. Those cabinets include hard plastic storage bins for each individual item. 20-30 distal covers are stored in each room and refilled as needed. The distal covers remain in their sterile packs within the storage bins until removed individually for each procedure. A storage bin is also located in the hallway scope accessories area, containing distal covers in their original sterile packaging like how they are stored in the procedure rooms. The facility reported that it is unknown what specific chemicals were used when the distal cover detached. It was confirmed that no chemicals were administered directly into the body through forceps channel during endoscope insertion, and no chemicals were sent to the forceps channel to lubricate forceps (e.g., defoamers, physiological saline, etc.), also, there were no chemicals used during endoscope preparation and pre-use inspection. However, the facility confirmed the following additional information regarding chemical usage. Prior to intubation of the scope and inspection of the distal cover, a generic water-based lubricant (ky-jelly or similar generic brand) is used on the back side of the endoscope, with careful attention paid to only applying conservatively. Simethicone is used for an estimated 50% of the procedures at this facility. Simethicone is introduced through the biopsy port, with a syringe and diluted with water in an appropriate amount. It is unknown if simethicone was used in the specific procedures where a distal cover came off the endoscope. The facility uses contrast agent for endoscopic retrograde cholangiopancreatography (ercp) procedures in sphincterotomes, balloons and other standard devices. Anesthesia occasionally uses lidocaine to assist with endotracheal tube (et tube) intubation. Alcohol cleaning wipes are occasionally used to help ¿clean¿ or wipe off the lens of scopes if image appears ¿foggy¿ or has difficult to remove debris visible on the monitor during procedures. The facility confirms that there were no cracks observed on the distal covers during the device pre-procedure inspection process. Furthermore, since the new distal covers have been in use at the facility, there have been no additional incidences of distal covers falling off the endoscope. This supplemental report also includes a correction to d4, h7 and h9 to include information that was inadvertently not included in the previous submission.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer. New information added to the following fields: b1, b2, b5, d4, d10, e2, e3, g2, h6.

Event description:
The customer provided additional information. The olympus was was inspected prior to the procedure and no issues identified. No issues with the scope either. No anti-fog agents were applied to the scope lens. Lubricant gel was used at the beginning of the case for scope intubation. The distal cover was pulled on to confirm it was securely attached to the scope. The reported event occurred at the end of the procedure. The intended procedure was successfully completed. The surgeon inserted a gif scope to look for the missing cover. There was a procedural delay, unspecified time, while the surgeon switched scopes to look for the distal cover while the patient was under general anesthesia.